Event description:
Lead was explanted due to noise. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported today that during the lead extraction, part of the atrial appendage was taken out and the patient had to have emergency surgery and coded. The patient did survive the procedure. Additionally, a small piece of this rv lead remained inside the patient. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.